Event description:
It was reported that the patient had infection and worsen wound dehiscence at the ipg site. Symptoms of redness and swelling at the site were noted. It was unknown what caused the infection. The patient was prescribed with antibiotics and underwent an explant procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: (B)(4). Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 28547365.